Manufacturer narrative:
Investigation eval: the device was returned to the vendor for eval. The vendor reported that the drive wire was separated from the handle. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the drive wire was confirmed to be detached making the device inoperable. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implemental of the corrective action. Qa will continue to monitor for complaint trends.

Event description:
The following info was provided by the cook area rep based on comments made by the user. The cook hemostasis clip was attached to the tissue. The handle broke and was no longer hanging on to the drive cable (i.e. The drive cable of the deployment device could not be released from the clip that was positioned on the tissue). The clip could not be reopened for removal from the tissue. Hemostats were used to aid in clip release (i.e. From the drive cable of the deployment device) to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l info due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.